Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by customer that the PICC was unable to flush or draw. Gave 2 doses of cathflo and nothing changed. PICC was removed and appears that it may have a split at the 12 cm marker. No other information was provided.

Event description:
It was reported by customer that the PICC was unable to flush or draw. Gave 2 doses of cathflo and nothing changed. PICC was removed and appears that it may have a split at the 12 cm marker. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is unconfirmed as the reported failure could not be reproduced. One 4 fr single lumen powerpicc solo catheter was returned for evaluation. During the investigation of the returned sample, no damage or defect was found. When the catheter sample was flushed and pressurized, no leaks were observed. This complaint will be recorded for future trending and monitoring purposes.